Event description:
It was reported that the customer made a mistake the first time they changed the infusion set. Customer got confused and forgot to take off the needle guard. Customer has gastroparesis and had a high blood glucose level of 410 mg/dl. Customer did 2 units of correction and did not check after the meal or before he went to bed. Customer had just put in 300 units and this morning, the customer changed the set, not the reservoir. Customer did not change it after 3 days, but waited for 4 days. Customer was reminded to change very 3 days. Customer stated that the screen was not easy to read because the font size was small. Customer does not use the back light. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.